Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hosp made a decision to urgently transplant the pt due to suspected thrombus in the pump. According to add'l info provided by the implanting surgeon, the pt had experienced several episodes of pump stoppage. The pt had also complained of dizziness and the system monitor would show a drop in pulsatility index (pi) from 4-5 to 2-3. There was reportedly no change from the pump set speed of 8400 rpm to suggest a suction event. An echocardiogram (echo) performed by the hospital did not show evidence of a clot, the aortic valve was opening intermittently and the inflow cannula position appeared normal. Due to lack of etiology and with the pt's symptoms which appeared to be associated with drops in pi, a decision was made to urgently perform a heart transplant.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.